Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd micro-fine¿ plus insulin syringe 0.3 ml 30ga 8 mm were badly marked. Injury and medical intervention are unknown.

Manufacturer narrative:
Investigation: investigation summary: customer returned photos of 3/10cc syringes with part of the shelf carton from lot # 6235576. Customer states that the scale is badly marked on the syringes. The attached photos were examined and no defects were observed on any of the pictured scale markings. It is difficult to determine if the placement of the scale on the barrel is correct solely from the photos. As per manufacturing, a review of the device history record was completed for batch #6235576. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notification for the above listed batches, as noted through device history record review. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.